Event description:
Event description guidant received information that during a device replacement procedure due to an advisory regarding the hermetic seal component, this right ventricular lead was surgically abandoned and replaced due to unspecified observed damage. No adverse patient effects were reported.